Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening pvl is not well understood but may be related to cardiac remodeling. In this case, the valve was implanted prior to routine 3d echo or CT for annular measurement. The treating physicians believed that valve may have been undersized and the leak undetected at the time of the procedure, and at the subsequent follow-up echo exams. The worsening pvl was corrected with the placement of two amplatzer plugs. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported through the partners 1 clinical trial, approximately three years post sapien valve implant, moderate paravalvular leak (pvl) was seen on tte and repaired with two amplatzer muscular vsd occluders. Initially, there was only trace pvl noted on index procedure discharge tee, with an ef of 45-50%. One year post procedure, the patient began complaining of fatigue, dyspnea, and shortness of breath (sob), with no signs of pvl. A two year echo was essentially unchanged. The three year echo demonstrated an ef of 30-35% with moderate-severe pvl between the non and right coronary cusp. The patient continued to complain of symptoms associated with heart failure and it was decided that intervention to repair the pvl was necessary. Two amplatzer plugs were placed. Post procedural echo showed trace pvl at the site after placement of the occluder plugs. The patient tolerated the procedure well. Per report, the physicians indicated that placement of the 26mm sapien was done prior to routine 3d echo or CT for annular measurement. It is possible that valve may have been undersized and the leak was undetected at the time of the procedure and at the subsequent follow-up echo exams. The standard echo views did not reveal the pvl and only after the patient did not respond to medical management was a leak detected by a repeat echo with deep gastric views of the annulus.